Event description:
Before endoscopic retrograde cholangiopancreatography (ercp), a cook double lumen wire guided billroth ii sphincterotome was used to perform endoscopic sphincterotomy (est). This was performed with a through-the-scope technique for the pt who had undergone billroth ii gastrectomy. The device was inserted into the endoscope. A blade [cutting wire] usually attaches at five o'clock direction to the target site to be able to conduct sphincterotomy. However, the blade [cutting wire] responded to the needle manipulation in the opposite direction. Only the sheath side was touching the target site. The device was removed from the endoscope and the sheath shape was amended manually. However, the situation was not improved and the device remained unusable. The device was removed from the endoscope. See MDR 1037905-2013-00435. A second cook double lumen wire guided billroth ii sphincterotome was advanced through the endoscope, but provided the same result. The device was removed from the endoscope. See MDR 1037905-2013-00436. A third cook double lumen wire guided billroth ii sphincterotome was advanced through the endoscope, but provided the same result. The device was removed from the endoscope. See MDR 1037905-2013-00437. A needle knife made by another company was used to complete the endoscopic sphincterotomy (est). A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: during a visual examination of the return product, a discrepancy or anomaly was not observed. The handle was manipulated and the tip of the catheter appeared to bow correctly. The cutting wire was intact and fully attached to the catheter tip. The lot number of the product said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Improper cutting wire orientation can occur if the handle is manipulated with the catheter in a coiled position. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled, as this may result in damage to sphincterotome and render it inoperable." Prior to distribution, all billroth ii sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.